Event description:
The MFR's rep reported that the pt presented to the emergency room with confusion and decreased responsiveness several days after a pump refill. The pt was treated with unk medications and remmained in the hosp overnight for monitoring. The pt was sent to another facility the following day where a catheter revision was performed. "The pt did fine."